Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 1cm from the tip. Microscopic examination revealed no additional damages. The thumbwheel lock is not on correctly. The rack and sheath are no longer in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent had inadvertently deployed. A 6x120x130 innova stent was selected for treatment. However, upon unpacking, it was noted that the stent had inadvertently deployed, and the distal end of the stent was exposed. The procedure was completed with another of the same device. The patient was stable post procedure.

Event description:
It was reported that the stent had inadvertently deployed. A 6x120x130 innova stent was selected for treatment. However, upon unpacking, it was noted that the stent had inadvertently deployed, and the distal end of the stent was exposed. The procedure was completed with another of the same device. The patient was stable post procedure.